Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse found the cable that connects the keyboard controller to the video receiver board to be loose. So, in order to fix the issue, the fse reconnected and secured the cable connector and the display was observed to resume working normally. The unit passed all functional checks and the unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units display was flashing after startup that nothing could be seen from the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.